Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
It was reported that while in the hospital for an unrelated procedure, the pt disconnected from the infusion device. After the procedure was performed, the pt began using the infusion device again, but her blood glucose levels were rising and got as high as 400 mg/dl. The pt felt sick and was vomiting. The pt switched to her back-up infusion device and her blood glucose levels began to return to normal. She checked her primary infusion device while it was disconnected from her body. She stated that it was not delivering any insulin. The pt stayed in the hospital for observation for four days due to the elevated blood glucose levels. Product was replaced and was requested to be returned for product eval.